Event description:
The customer reported to olympus the rhino-laryngo videoscope was reprocessed with a cleaning solution at an inappropriate concentration after the cleaner displayed an e99 error. There were no reports of patient harm. Related patient identifiers: (B)(6) oer-s (reprocessor), (B)(6) enf-vh, (B)(6) enf-v3, (B)(6) enf-vt2.

Manufacturer narrative:
Communication with the customer reported that facility performed an acecide check only once in the morning of the day of use (guidance on use each time). Additionally, per the report, it was stated that "the nurse performs an acecide check and turns on the power, however, when e99 occurred , the doctor turned on the power without permission, causing e99. The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the insufficient re-processing occurred due to handling of deviations from the instructions for use. Olympus will continue to monitor field performance for this device.